Manufacturer narrative:
Update to a2, a3a, a4, b3, b5, and h6: after further investigation, it has been determined that the patient is a 72-year-old male weighing 229 pounds. The incident occurred on 01/06/2026. According to the facility on 01/06/2026, after a foley catheter was inserted, the balloon was inflated with sterile water and the syringe was disconnected. Fluid was noted at the urethral opening coming out around the catheter, and upon retraction of the catheter, it completely came out. A second attempt was made using a new foley kit and the same issue occurred. A third attempt was made using a new foley kit, and no problems were reported. The original two foley balloons were tested and were shown to be leaking. The patient was discharged home. The health impact code has been updated to additional device required, and the medical device problem code has been updated to device dislodgement and leaking. The investigation involved historical data analysis and review of production records; the device was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 01/06/2026, after a foley catheter was inserted, the balloon was inflated with sterile water and the syringe was disconnected. Fluid was noticed at the urethral opening coming out around the catheter, and upon retraction of the catheter it completely came out. A second attempt was made using a new foley kit and the same issue occurred. A third attempt was made using a new foley kit and no problems were reported. The original two foley balloons were tested and were shown to be leaking. The patient was discharged home.

Event description:
According to the facility, two foley catheters with tears in the balloon were involved, and both catheters were inserted into a patient before the balloon defect was identified.

Manufacturer narrative:
According to the facility, two foley catheters with tears in the balloon were involved, and both catheters were inserted into a patient before the balloon defect was identified. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.